Manufacturer narrative:
(B)(4). Concomitant product(s): ¿ unknown vanguard tibia; unknown vanguard stem; unknown vanguard femur; unknown high viscosity bone cement. . Crawford da, berend kr. Nam d. Barrack rl, adams jb, lombardi jr. Av, low rates of aseptic tibial loosening in obese patients with use of high viscosity cement and standard tibial tray: 2-year minimum follow-up, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017 .04.018. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-04017, 1825034-2017-04018, and 1825034-2017-04019.

Event description:
It was reported in a journal article that four knee prostheses were revised due to arthrofibrosis. No further information is available.